Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedances on this right atrial (ra) lead had gone from 400-500 ohms to 1400 ohms. Thresholds were only captured at high outputs. No adverse patient effects were reported. As a result this lead was surgically abandoned and a new lead was successfully implanted.